Event description:
It was reported by the patient that she had a ventral incisional hernia repair on (B)(6) 2011 and mesh was used. The patient states that since implantation she has had multitude of issues: chronic tiredness, chronic pain, discomfort, chronic inflammation of upper abdominal area shown on a CT scan, recurring infections, discomfort and pain while standing or walking for any length of time, depression due to pain and change in left style, limited ability to care and interact with toddler son and perform other normal activities. Pelvic pain, abdominal bloating, lowered sex drive, nausea and stomach upset. Major recurrent infection and open wound that has required ten courses of antibiotic therapy. Additional information has been requested.

Manufacturer narrative:
(B)(4) - chronic tiredness, decrease in libido, infection occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. (B)(4).